Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe was overheating. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: overheating. Probable root cause: use error: suction not connected with pinch clamp left open (or suction tube cut) which allows hot fluid to leak out of the suction tube, user error: incorrect fluid management, probe clogged. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the probe was overheating. The procedure was completed successfully.